Event description:
It was reported that the silicone that covers the burr was broken. A 1.50mm and 1.75mm rotalink burr were selected for use. The 1.50mm rotalink burr was selected for use first. After starting to rotate inside the artery, the burr would not turn and the console displayed an error. The guide catheter was then changed and the 1.50mm burr was used again within the artery. The burr began to rotate at 160,000 rpm, however, after a few seconds the burr had a fall in rpms and stopped working. The burr was then removed and it was noted that there was a fissure through which there was a leak of lubricant. The physician then removed the 1.50mm burr and switched to a 1.75mm burr. After a few seconds of rotation inside the artery, a fall in the rpms began to fall and the device stopped. After checking the burr, it was observed that the silicone that covers the catheter was broken. The physician then removed the burr and completed the procedure using a synergy stent. There were no patient complications.

Event description:
It was reported t the silicone that covers the burr was broken. A 1.50mm and 1.75mm rotalink burr were selected for use. The 1.50mm rotalink burr was selected for use first. After starting to rotate inside the artery, the burr would not turn and the console displayed an error. The guide catheter was then changed and the 1.50mm burr was used again within the artery. The burr began to rotate at 160,000 rpm, however, after a few seconds the burr had a fall in rpms and stopped working. The burr was then removed and it was noted that there was a fissure through which there was a leak of lubricant. The physician then removed the 1.50mm burr and switched to a 1.75mm burr. After a few seconds of rotation inside the artery, a fall in the rpms began to fall and the device stopped. After checking the burr, it was observed that the silicone that covers the catheter was broken. The physician then removed the burr and completed the procedure using a synergy stent. There were no patient complications.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The advancer unit was not returned. The handshake connection, sheath, coil, burr and annulus were microscopically examined. The sheath is kinked and torn 25.6cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.